Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor shuts down on its own while in clinical use. It is unknown if the device displayed any error messages or warnings before the incident. While the device was in use on a patient at the time of the event, no health consequences or impact were reported.

Manufacturer narrative:
Device problem code grid updated.